Manufacturer narrative:
Manufacturing site evaluation: the instruments are not available for investigation. Only photos are available. Io broken. During a surgery the fracture occurred and all fragments could be removed completely without complications by the patient. According to the available information, there were no negative consequences for the patient. Investigation: no product at hand. According to reference photos we found broken off hooks gk384202 and a loosened ceramic body gk384200. Batch history review: the product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. It appears that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: unfortunately due to a lack of data and without the product we can not determine the exact cause. According to the quality standard a material defect and production error can be excluded. There is the possibility that the breakages were caused by an improper handling. Possibly a forced fracture was caused due to an overload situation. There is also the possibility for pre-damage or similar due to previous surgeries. If further investigations are required, the product should be provided for examination.

Event description:
It was reported that there was an issue with a ceramic electrode tip. The fracture occurred during the surgery. All pieces could be removed completely and without complications to the patient. No delay of the surgery and no postoperative impacts were reported. Additional information was not provided nor available; a picture of the broken instrument was received from the reporter. The malfunction is filed under aag reference (B)(4).